Event description:
It was reported to boston scientific corporation in 2008, that a trupath biopsy needle was used during a transrectal prostate biopsy procedure under ultrasound guidance on the day before. According to the complainant, during the procedure, the doctor reported to the medical assistant that a few cores were obtained and then the device malfunctioned. It automatically triggered on its own. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.